Event description:
It was reported that a trochanteric fixation nail set screw was in the down position and would not allow the insertion of the helical blade. The surgeon chose to back the set screw out and reinsert the blade. No further problems were observed. The procedure was completed with a five minute delay. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.